Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed a hematoma with his artificial urinary sphincter (aus) device. It is suspected that the hematoma is related to the placement of the pump. The patient underwent a surgical procedure in which the pump was repositioned. No further patient complications were reported.